Event description:
Falsely confirmed (B)(6) results were obtained when the customer performed advia centaur xp confirmatory testing on samples from two patients. The samples were reactive for (B)(6) ii and were tested on the advia centaur xp confirmatory assay. The results confirmed (B)(6). The samples were tested with an alternate method and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The patient samples are not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6). Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.5 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples containing heterophilic antibodies should not neutralize using the advia centaur (B)(6) confirmatory assay."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00019 on february 10, 2015. 03/09/2015 additional information: the cause could not be determined as the patient samples were unavailable for further testing. The information provided for the patient samples indicate an (B)(6) classification of chronic. The investigation showed the results obtained were within IFU claims. The cause for the discordant hbsag results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.